Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had an unresponsive touchscreen, including a nonfunctional unlock button, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and analysis of information provided by the user and receipt and inspection of the returned device. Investigation of this case revealed an electrical problem associated with a switch or relay, consistent with a key or button not working. It was concluded that the cause was traced to component failure.